Event description:
An operating room supervisor reported that a surgeon experienced occlusion issues during two cataract with intraocular lens implant procedures. There was no harm to the pts. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. (B)(4).